Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, the patient was fine during the first half of the case. Once the energy was delivered from the device to the patient, the patient became bradycardic and then coded. The patient had to be resuscitated. Procedure was aborted. It is unknown if that patient was admitted to the hospital. It was noted that the patient is on metoprolol for postural orthostatic tachycardia syndrome and is otherwise healthy and active.